Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. This product is manufactured by zimmer biomet us and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(6) manufactures a similar device in the united states under 510k number k092670. This report is number 1 of 2 mdrs filed for the same patient (reference 9610576-2017-00004 / 00005).

Event description:
Patient is experiencing symptoms of an allergic reaction to the implanted screws. No revision has been reported to date.